Event description:
It was reported that the top screw had backed out from one implanted cervical cage. The revision surgery was performed to replace the backed out cephalad screw with a rescue screw.

Manufacturer narrative:
The implant was not returned to the MFR for eval. We are unable to determine the cause of the event.